Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Infection: a summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. The following sections have been updated: d4: expiration date, UDI . G4: date received by manufacturer . H3: device evaluated by manufacturer. H4: device manufacture date . H6: evaluation codes.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the patient had pain and infection. The patient was scheduled for the implant removal, but the implant fell out prior to the appointment.